Event description:
It was reported that starting approximately 2 weeks post pump implant the patient experienced fluid accumulation at the pump pocket. The patient was seen by the hcp approximately 3 times for drainage of the fluid and was then scheduled for a pocket/catheter revision. When the pump pocket was opened in the operating room by the hcp, it was in a good position with no apparent problems. When the hcp attempted to access the catheter via the side port, he was unable to aspirate cerebral spinal fluid (csf). He then disconnected the sutureless connector from the pump and attempted to access and aspirate csf directly from the catheter. He had excellent csf flow. The hcp performed a study to verify the catheter placement and patency. With good placement and the catheter patent, he reattached the sutureless connector to the pump and reattempted to aspirate from the side port. He was then able to aspirate csf without resistance. The pocket was irrigated and closed. The patient was reported to be doing well with no more fluid accumulation. The pump was used to deliver morphine.

Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional.